Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) in the 300-400's mg/dl with polydypsia, polyuria, nausea, symptoms of dehydration and an unspecified level of ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: the black box showed that on (B)(6) 2015 the basal program1 and basal program2 were both being used. On 03/25 at 20:25 basal program1, at 04:13 basal program2, and at 00:00 basal program1. On (B)(6) at 00:00 basal program1 and at 02:44 basal program2 . The pump was exercised for 24 hrs with a 2.0u/hr basal rate and at the end of testing, the basal history correctly showed 2.0u and the total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was cracked and the display had a pinkish contrast.